Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 2.2; second test inr = 2.7.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070308: first test inr = 2.2 second test inr = 2.7; mean = 2.45; sd = 0.35; %cv=14%. The %cv is less than or equal to 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.